Manufacturer narrative:
Analysis: the explanted sections of the valve were discarded and will not be returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met mfg specs when released for distribution. Conclusion: no definitive conclusion can be drawn regarding the performance of the device, as the product will not be returned for analysis. However, stenosis of the distal anastomosis can occur with all valved conduits due to the inflammatory response that occurs following implant, a reaction that may be heightened in the pediatric population. When looking at other reports of dilatation, high pressures existed in those cases as well. It is likely that the elevated pulmonary pressures coupled with a possible heightened pt inflammatory response contributed to the decreased performance of the device. No adverse pt effects were reported.

Event description:
Medtronic received information that this bovine pulmonary conduit exhibited moderate insufficiency and a mean transconduit gradient of 38 mmhg after 6 months of service. Invasive evaluation revealed severe distal stenoses and dilatation of the conduit. Due to suprasystemic rv pressures, the decision was made to explant and replace the conduit. During explant the conduit was found to be dilated to 30 mm, and no leaflets could be found. Severe distal stenosis reduced the orifice to 4 mm in diameter. The conduit was partially explanted and replaced with a bicuspidalized 18 mm homograft. The explanted conduit segments were discarded and will not be returned. No adverse patient effects were reported.